Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. According to the complainant, during the procedure, the distal tip of the delivery device detached. This occurred on the first side of implantation, which was the patient's left side. A 12-mm tip was confirmed to be in the patient's left obturator internus muscle in a flat plate x-ray. The patient was then taken to the post anesthesia care unit. The tip was not removed from the patient. The physician completed the procedure with this solyx sling with no patient complications. It was reported that the patient was discharged home in "good condition."

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. According to the complainant, during the procedure, the distal tip of the delivery device detached. This occurred on the first side of implantation, which was the patient's left side. A 12-mm tip was confirmed to be in the patient's left obturator internus muscle in a flat plate x-ray. The patient was then taken to the post anesthesia care unit. The tip was not removed from the patient. The physician completed the procedure with this solyx sling with no patient complications. It was reported that the patient was discharged home in "good condition."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual analysis of the returned device revealed that the distal tip of the delivery device was missing. The tip and the mesh assembly were not returned. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. According to the complainant, during the procedure, the distal tip of the delivery device detached. This occurred on the first side of implantation, which was the patient's left side. A 12-mm tip was confirmed to be in the patient's left obturator internus muscle in a flat plate x-ray. The patient was then taken to the post anesthesia care unit. The tip was not removed from the patient. The physician completed the procedure with this solyx sling with no patient complications. It was reported that the patient was discharged home in "good condition."